Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing without duplicating the report. An internal inspection identified that the flow screens were dirty which may have contributed to the customer report. The flow screens were replaced as a precaution. The device was recertified and returned to the loaner pool. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated and g4 (PMA/510(k) #).

Event description:
Complainant alleged that while attempting to ventilate a 70-year-old male patient, the device displayed a "compressor fault-2001 " error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.